Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2018-00256. It was reported the patient was having headaches following a trial lead procedure on (B)(6) 2018. The physician reported the patient's headaches may be due to a cerebrospinal fluid (csf) leak. The patient underwent surgical intervention on (B)(6) 2018, wherein the leads were removed which resolved the issue. During the procedure, a clear liquid discharge was noted. The physician applied pressure for a few minutes and bandaged the patient. Additional information revealed the patient met with the physician for a follow-up appointment and presented with no symptoms during the visit.